Manufacturer narrative:
Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the instrument and replaced the uninterruptible power supply (ups). The advia centaur xp instrument was verified and ran quality controls (qc) with no issue. No further evaluation of the device was required. The system is performing according to specifications.

Event description:
The customer observed smoke emitted from the uninterruptible power supply (ups) that is used with the advia centaur xp instrument. The customer reported hearing a crackling noise, smelling an electrical type of odor, and unplugging the ups from the wall and instrument. The customer observed no visible flames or damage to the property. The customer informed siemens that no one from the staff was injured or harmed due to the event. There are no known reports of adverse health consequences due to the smoke emitted from the ups.